Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6) 2026 at approximately 01:00 AM ET, the patient reported obtaining a fingerstick blood glucose (FSBG) reading of 357 mg/dL before losing consciousness. Upon regaining consciousness, the patient observed that no CGM reading was available and that the device displayed a ¿Sensor Fail¿ message. Although no CGM comparison values were documented, the patient alleged that the CGM was reading inaccurately. The patient stated that no medication was taken and no medical intervention following the incident. At the time of reporting, the patient indicated feeling well, alert, and without any ongoing symptoms. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.